Event description:
It was reported that bd insyte autoguard winged the following information was provided by the initial reporter: basics of incident are piv bd instyle auto guard winged 20 ga x 1.00 in 1.1 x 25mm was inserted prior surgery on (B)(6) 2024. Upon removal on 5/4 it was noted the catheter portion was missing from the hub.

Manufacturer narrative:
The customer provides "patient dob (B)(6) 2024. Age 6". Based on event date and reported information, there seems to be inconsistency. The patient information grid not populated. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the catheter tubing was missing from the hub was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. The photos showed a pink catheter adapter with evidence of use, which indicates that the IV catheter was likely placed while the tubing was present. Without the physical sample, it was difficult to determine the root cause of the reported issue. As the device has been used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Additional information received: patient's age/dob and diagnostics results. Diagnostics did not find any missing catheter portion, therefore unlikely that it remained in the patient's body.

Event description:
Additional information received. (B)(6) 2024 customer response: it is stated that the initial scanning did not find the missing portion of the catheter and that additional scanning is pending (echo under sedation). What is the outcome of the additional scanning? Additional scanning / echo did not find missing portion. Did the patient require additional procedures or treatment or other diagnostics due to the reported event? Yes x-ray, ultrasound, cardiac echo. If yes, please describe and include results. Normal. It is stated: patient dob (B)(6) 2024. Age 6 . Please clarify the patient¿s age and dob if possible. (B)(6) 2018.